Manufacturer narrative:
(B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported a technologist sustained a broken finger and bruising to two fingers following a ferrous cart being brought into the magnet room and attracted to the mr system.

Manufacturer narrative:
Ge healthcare performed an investigation. A mr technologist brought a non ge ferrous cart into the scanner room. The cart was pulled to the magnet and pinned the hand of the technologist between the cart and magnet. The technologist pulled his hand out from under the stuck cart and received a fractured fingertip and two bruised fingers which were splinted and bandaged by the hospital emergency department. The technologist was magnet safety trained, security zone signs were posted, and the site has a copy of has a copy of the mr safety manual. It was determined that this case was a result of inattentive behavior from the technologist. The fe ramped the magnet down in order to remove the ferrous cart from the room safely, and then ramped the system back up. No further actions are planned at this time.